Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd multitest¿, erroneous results occurred on patient sample and no injuries or treatment have been reported. The following information was provided by the initial reporter: the exact date is no longer traceable by the customer, but was confirmed to have occurred within (B)(6) 2024. Problem with the trucount - there seems to be too low number of beads inside, this resulted in too high absolute counting results that were not realistic.

Event description:
It was reported that while using bd multitest¿, erroneous results occurred on patient sample and no injuries or treatment have been reported. The following information was provided by the initial reporter: the exact date is no longer traceable by the customer, but was confirmed to have occurred within june2024. Problem with the trucount - there seems to be too low number of beads inside, this resulted in too high absolute counting results that were not realistic.

Manufacturer narrative:
The following fields have been updated with corrected information: h.6 imdrf annex b: b21. H.6 imdrf annex c: c21. H.6 imdrf annex d: d16.

Event description:
It was reported that while using bd multitest¿, erroneous results occurred on patient sample and no injuries or treatment have been reported. The following information was provided by the initial reporter: the exact date is no longer traceable by the customer, but was confirmed to have occurred within (B)(6) 2024. Problem with the trucount - there seems to be too low number of beads inside, this resulted in too high absolute counting results that were not realistic.

Manufacturer narrative:
H.6. Investigation summary: based on the investigation results, the reported defect was confirmed, however was not replicated after retain sample testing. Investigation results that were performed on the indicated failure mode were the following: bhr review a showing acceptable performance. Retain sample testing showing acceptable performance. Potential cause for customer reported complaint was not determined.